Event description:
The pt was scheduled for a lead revision on 9/12/96 due to pacing lead impedance problems with the pacing lead which had been implanted on 7/22/92. The pacing lead impedance varied between 900 ohms and 1300 ohms. The lead was capped and left in the pt. An attempt was made to implant a new lead. The new lead when connected to the v-115 defibrillator gave impedance values of less than 100 ohms and a flatline on the real-time electrograms. Reprogramming of the v-115 did not eliminate the impedance problem. The physician explanted the rv1101 and the v-115.